Event description:
A customer reported that the insulin gauge on their pump displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. The customer chose not to load a new cartridge and decided to continue using the current one.